Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4) implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4) implanted: (B)(6) 2007, product type; programmer, patient. Product ID: 3708360, serial# (B)(4) implanted: (B)(6) 2007, product type: extension. Product ID: 3888-28, lot# l39319, implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
It was reported that a patient could not get stimulation to work for more than 48 hours. It was stated that the last successful charge was about 4 weeks ago and had no issue charging. It was reported that the patient¿s implantable neurostimulator (ins) was implanted on the front abdomen and the patient lay down to charge. It was reported that the patient was able to get 7 coupling bars after taking steps to properly position the recharger. It was reported that the patient had a fall about 1 month ago and landed on her implant. It was reported she was going over her tub. It was stated that since then the patient has been having a problem with her back, and was walking with a cane and crutch.